Manufacturer narrative:
Device used for treatment not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a left distal tibia non-union with broken plate and screws occured on an unknown date. Plate broke through a screw hole at the distal shaft. A quantity of four 3.5 mm locking screws and a quantity of three 3.5 mm cortex screws broke. This report is for four unknown locking screws. This is report 2 of 3 for (B)(4).